Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.2, lab: 2.0. Patient's therapeutic range: 2.0-2.5 inr.